Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported problem could not be reproduced during the evaluation of the returned device, the likely cause of the reported problem of intermittent "b31 error" was user handling.

Manufacturer narrative:
The device was returned to olympus for analysis and the user facility report could not be duplicated. Completed a 5 hr. Burn-in test. Unable to duplicate user report of intermittent dim light and no scope recognition. Unit was tested along with our test cf-hq190l, ltf-s190-5, ltf type vh, bf-p160, gif-h180, and gif-q180 scopes. Unit passed electrical leak tests and all functional tests. All video output signals and images tested ok. Unit has up to date main switch and software version 4.10.

Event description:
The user facility reported that they are getting intermittent b31 error codes from the device. The information provided indicates no patient involvement but no additional information was provided. Olympus is attempting to gather additional information.